Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 had failed. The field service engineer (fse) found that pockets a1 and a5 had failed to recover and were reporting read and write errors. The circuit board light-emitting diodes (leds) were inspected and had been observed blinking, which indicated a communication issue with the row boards. The fse replaced the drawer controller and the position sensor. The drawer tested successfully after replacement. The system was then tested using both the hardware test application and the dispensing application, with no further issues observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.